Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation. Upon initial inspection, no visual damage or anomalies observed. The investigational analysis completed 9/13/2019. The device was visually inspected and it was found in good conditions. Electrical tests were performed on the catheter and it was found within specifications. No electrical malfunction was observed. The catheter was tested on the generator and the temperature and impedance values were observed within specifications. Irrigation testing was performed and the catheter failed. A failure analysis was performed and the catheter was dissected on the shaft area. The irrigation tube was occluded by reddish material. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint was confirmed. The root cause of the irrigation tube occluded cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent a ventricular tachycardia (vt) ablation procedure with a thermocool® smart touch¿ electrophysiology (st) catheter, and a clot issue occurred. Initially, it was reported that¿s the st catheter was not irrigating properly. After visually inspecting the catheter, it was noticed that some of the holes. The electrophysiologist checked the irrigation outside of the body of the patient and noticed that irrigation was not optimal. Catheter replacement resolved the issue. There was no delay in surgery and the procedure was successfully completed. Patient has not exhibited any neurological symptoms since the procedure was completed and no adverse patient consequences were reported. No error messages were observed. There were no issues with temperature. Parameters were set to temperature control mode, 43 degrees, and 30 w. Ablation was measured in ablation index. No spike was seen in force values and was always below 25 w and a prescribed flow rate was always used. Visitag parameters were set at 3 s, 25%, and 3g. Tag index color options were used. No fragments were generated. The inadequate irrigation issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. This event is being reported because on 8/30/2019, additional information was received indicating that during ablation procedure, the surgeon observed occlusion of the irrigation holes by a blood clot. The observed clot has been assessed as an MDR reportable malfunction. The awareness date has been reset to 8/30/2019.